Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6))] (B)(4).

Event description:
Reportedly, a 12.6mm micl12.6, diopter -8.5 implantable collamer lens was implanted into the patient's eye on (B)(6) 2017. It was removed intraoperatively due to the pupil would not constrict as appropriate. On (B)(6) 2018 an alternate lens was successfully implanted. The problem is resolved.

Manufacturer narrative:
Corrected data: reportedly, a 12.6mm micl12.6, -8.5 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2017. Claim# (B)(4).